Event description:
Per the clinic, the patient developed three nodules at incision site. On (B)(6) 2013, the patient was prescribed a four week course of cleocin and septra (dosages not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2013.the patient was re implanted with a new device on (B)(6), 2014.the device is not available for analysis.this report is filed april 29, 2014. Device currently unavailable.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent surgery on (B)(6) 2013, to clean the site. On (B)(6) 2013 a second surgery was performed to revise the skin flap around the implant side. This report is filed (B)(4) 2013. Implanted device remains.